Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister with IV sets line repeatedly "popped off" the co2 source. Inadequate co2 flow was delivered through device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. There were no non-conformities observed. Specific actions for the reported failure mode are being maintained and documented under maquet's health hazard evaluation (hhe) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister with IV sets line repeatedly "popped off" the co2 source. Inadequate co2 flow was delivered through device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.